Manufacturer narrative:
(B)(4). Reporter's phone number: (B)(6). The actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the gears were damaged, the motor and control unit were defective, the hose was damaged and the coupling worn out on the motor device that it would not hold. It was further determined that the device failed pretests for handpiece temperature assessment, air pump assessment, motor thermistor assessment, cutter lock assessment and loctite and cable assessments. It was noted in the service order that the device displayed an e2 error code. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.